Event description:
A webform complaint was received in which it was reported a customer received a sensor error message on the adc device and was unable to obtain readings. As a result, customer required health-care professional (hcp) administration of insulin\glucagon or other medication for treatment. No further details were provided and attempts to gather additional information were unsuccessful. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A webform complaint was received in which it was reported a customer received a sensor error message on the adc device and was unable to obtain readings. As a result, customer required health-care professional (hcp) administration of insulin\glucagon or other medication for treatment. No further details were provided and attempts to gather additional information were unsuccessful. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. The dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted. This serves as a correction report. Section h10 (additional mfg narrative) was incorrectly updated in the initial report. Correction has been made.

Event description:
A webform complaint was received in which it was reported a customer received a sensor error message on the adc device and was unable to obtain readings. As a result, customer required health-care professional (hcp) administration of insulin\glucagon or other medication for treatment. No further details were provided and attempts to gather additional information were unsuccessful. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and no issues were observed. An error message was observed and secure-1 issue was created to address this issue. Attempted communication between returned reader and known good sensor. The returned reader was successfully communicated with the sensor . Scan timeout error message was not observed. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.